Event description:
It was reported that the surgical fiber was damaged during a prostate procedure at 32,325 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber cap region melted. The fiber cap remains intact and attached and exhibits a drilled through condition. The fiber cap exhibits mild detritus, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. The condition of the fiber cap described above would result in forward firing. The most probable root cause of the device failure was suspected to be related to heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.